Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 458 (mg/dl) and small ketones. Reportedly, customer consumed food and did not deliver a bolus to correct for the amount of carbohydrates consumed. A correction bolus was later administered to address bg levels.